Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inability to lower gripper arms was confirmed via returned device analysis. The investigation determined that the inability to lower gripper arms was related to the observed clip caught on the clip introducer; however, a definitive cause for how the clip introducer became caught could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for the gripper issue which has the potential to contribute to serious injury. It was reported that when the gripper lever was retracted on the mitraclip delivery system (cds), the grippers did not lower. As this occurred during device preparation, there was no patient involvement. Another cds was used for the procedure. Two mitraclips were implanted reducing the mitral regurgitation grade from 4 to 1. No additional information.